Manufacturer narrative:
Ref comp # (B)(4). Customer comment/ issue could not be duplicated during the inspection process. No image -related abnormalities or white balance discrepancies were observed during the incoming inspection.

Event description:
On 01/13/2025, fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that during a endoscopic procedure, an endo clip accidently deployed into the scope to control a bleed. The clip was later retrieved during manual cleaning. This delayed the procedure by three minutes while the scope was replaced. The patient who had bleeding after a biopsy from the gastric body, was transferred to another hospital for further evaluation. The screen was red and would not clear despite using "window washing" resulting to inability to see during case. The incident is being reported due to the bleeding and patient was sent to hospital for further evaluation.